Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that volume discrepancy occurred. Patient did not know volume information. The healthcare professional (hcp) thought it would be 8 and it was 11. Patient did not know the units but stated it was the smallest unit. Patient thought it could be due to him not using all of his boluses. Patient 'may have heard the number wrong'. Patient was fairly new and they had been making adjustments at his refill appointments. There was a volume discrepancy 2/4 times his pump had been refilled. Patient had an apt with hcp tomorrow. Reported symptoms were 'buggy and anxious'. Patient had hard time sleeping and getting comfortable. Patient was on oxycotton (note: likely referring oxycodone) before the pump. The pump gave him a new lease on life. The pump did a wonderful job and took care of 90% of pain, and on bad days he used the 'boost'. Before the pump was implanted a hcp did a fusion on his back. The hcp said his sacroiliac joint had major disfunction and that in the future l1 and l2 needed work as well. The pump was resting on his hip. I t was 'because I'm overweight, that part was sagging a bit, to me that's not a complaint, it's just a minor thing, I don't have any complaints'. The pump was not currently resting on his hip. No out of box failure was reported. No medical or therapy problem associated with small parts was reported. The recovery from surgery was 'tough'. It took about 6-8 weeks 'before it stops bothering you' and he could only sleep on one of his sides during recovery. No further complications were reported.